Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to advance into the guidewire. The lv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented for an implant procedure. During the procedure, the guidewire could not be advanced in the left ventricular (lv) lead. The lv lead was not used and was replaced during the procedure. The patient was in stable condition.' Instead of 'it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to advance into the guidewire. The lv lead was not used and replaced during the procedure. The patient was in stable condition.'

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire could not be advanced in the left ventricular (lv) lead. The lv lead was not used and was replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead did not find any anomalies. X-ray examination noted the inner coil was bunched up at the connector region consistent with procedural damage. Unable to perform guidewire insertion/removal test due to the damaged inner coil consistent with procedural damage. The cause of the reported event was due to the damaged inner coil consistent with procedural damage.